Event description:
The issue reported was that the pump fell on the counter, leading to a malfunction alarm. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, which the customer followed successfully as the malfunction did not recur. The customer was advised that the pump could continue to be used and to call back if any further issues arose, which the customer acknowledged.